Event description:
It was reported during an ablation procedure, the irrigation port detached from the 7f cool path duo catheter. Another of the same device was used to complete the procedure. There were no adverse consequences reported and the pt's status post-procedure is fine.

Manufacturer narrative:
The device was not returned to sjm; therefore, a physical evaluation of the product cannot be conducted. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification cannot be determined, but is consistent with operational context as device performance was limited due to anatomical/procedural factors.